Manufacturer narrative:
The post market clinical staff reviewed the provided medical records. Based on the medical records info on (B)(6) 2014, the pt was admitted to the hospital due to constipation. The pt was recently discharged from the hospital on (B)(6) 2014 due to kidney stones and pyelonephritis. Both the event of kidney stones and pyelonephritis improved, however, the pt had a new nephrostomy catheter placed during this admission. There were no signs and symptoms of peritonitis. It was not reported if the pt was using the liberty cycler at the time she went to the ER for care. Constipation is common among pd patients due to fluid restriction, immobility, and diet restricting potassium and phosphorus. It is undetermined if there is a causal relationship between the liberty cycler and the pt's event of constipation resulting in hospitalization. A serious injury MDR will be reported.

Event description:
A peritoneal dialysis nurse reported that the pt was hospitalized on (B)(6) 2014 and discharged on (B)(6) 2014. This peritoneal dialysis (pd) pt was recently discharged from the hospital on (B)(6) 2014 with a diagnosis of an obstructing ureteral stone with pyelonephritis. Since her hospital discharge, the pt has not had a bowel movement. She went to the ER with a chief complaint of constipation, weakness with some nausea and vomiting. While in the ER, she was given several doses of zofran for nausea and vomiting. She was admitted to the hospital. On examination, the pt's abdomen was soft and mildly distended with no rebound tenderness. She had minimal discomfort to deep palpation. There was no edema in her lower extremities. She was afebrile with a pulse of 80, respirations: 16 and a blood pressure of 137/57. The pt had an acute abdominal series that showed a normal chest x-ray, showing a new small left pleural effusion, nonspecific nonobstructed bowel gas pattern with copious stool throughout the colon, and new right nephrostomy tube. A cat scan of the abdomen showed a right perinephric hematoma about 2 cm in size and a right percutaneous nephrostomy tube was in good position and the pd catheter was stable. There was a significant improvement in the right side hydronephrosis. There were no right side renal stones present. The left kidney contained a nonobstructing stone. The pt underwent a revision of her nephrostomy catheter with a new nephrostomy catheter placement.